Event description:
The user facility in (B)(6) reported the cutter function did not operate. The doctor replaced the cutter and the procedure was completed. Multiple packs were reported, but the user facility did not indicate if they were all in contact with the pt. Additional info: the cutter was not tested prior to surgery. The aspiration continued while the cutter stopped. There was no pt impact.

Manufacturer narrative:
Eval completed. Nine 23ga cutters were returned in a plastic bag. The original packaging was not returned in a plastic bag. The original packaging was not returned. The lot number cannot be verified or determined. The tubing is wrapped and rubber banded together on all nine assemblies. All nine cutters have bent needles to varying degrees. Functional testing cannot be performed due to the damaged bent needles. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 9, see 1920664-2012-00241, 00268, 00269, 00270, 00271, 00272, 00273, 00274.